Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons did not worked or pressed. Customer stated they changed the battery to initiate reset the insulin pump but the insulin pump run out of battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with intermittent button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.